Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was discovered that a solution bag had a loose connection to the cassette. The technical services representative assisted the patient with ending therapy. The patient would then complete therapy by a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.